Manufacturer narrative:
Reliability analysis evaluated 3 random sealed reservoirs inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion sets. Installed reservoirs and connectors into a 7xx insulin pump. Performed infusion sets. Installed reservoirs and connectors into a 7xx insulin pump. Performed catheter tips. Conclusion: reservoirs not occluded. (B)(4).

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 469 mg/dl. Customer was unable to troubleshoot. Customer wanted the reservoir replaced. Customer agreed to return the reservoir for analysis.